Event description:
A remstar device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and blower foam degradation was also noted. Additionally, the device had dust contamination, had a destroyed/cut power connector, and destroyed serial number model label. Furthermore, the device displayed an error codes e061 pll_unlocked and e100 humid_no_heat as recorded in error log. The device was scrapped by the service center after the evaluation was completed.